Event description:
It was reported by service report that the head right and left siderails were stuck down, and the motion interrupt pan was broken. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: broken motion interrupt pan and head right and left siderails were stuck down.